Event description:
It was reported that the left ventricular lead dislodged. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) bi-ventricular (bi-v) defibrillator (B)(6) 2012; (B)(4) implantable tachy lead (B)(6) 2012; (B)(4) implantable pacing lead (B)(6) 2012; 4549 implantable pacing lead competitor (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.